Manufacturer narrative:
Estimated based on the bsc aware date of (B)(6) 2019. Device is a combination product.

Event description:
It was reported via (B)(6) that stent deformation occurred. A percutaneous coronary intervention was being performed on a lesion in the proximal right coronary artery. The synergy ii drug eluding stent was difficult to advance. Upon removal the stent was noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.